Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.

Event description:
It was reported that the PICC line was inserted in 2007, without complications. When the patient returned to the hospital for treatment, the catheter had been separated from the connector and the skin had healed. An x-ray showed that the catheter was in the patient's right atrium. The patient was sent to the thoracic unit and the catheter was removed without further known complications.